Event description:
It was reported to medtronic minimed that the customer¿s inpen was broken, with the piston stuck and the dose knob/dial misaligned, making it difficult to turn. The customer reported no adverse event. The event involved product(s) mmt-105elgyw1. Troubleshooting revealed that the dose knob/dial experienced additional resistance when turning greater than 4 units, and the intended dose amount was not delivered. The customer attempted to force the dose knob/dial and injection/dose button, which was advised against. The customer was informed that forcing insulin delivery is not recommended. The customer was advised to return the inpen and revert to their backup plan as per their healthcare provider's instructions. A replacement inpen was processed. No product return is required for mmt-105elgyw1.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.